Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the reporter, on approximately (B)(6) 2025, when the patient removed their sensor, she was unable to see the sensor wire anywhere and her skin was red and sore. The patient was worried that the sensor wire was left inside the body so she went to the emergency room. There they performed a scan and an x-ray to see if the wire was inside the body. They could not say with absolute certainty, that the sensor wire was not still in the body. Due to the potential of a sensor wire inside the body as well as the skin reaction experienced, the patient was prescribed oral antibiotic penicillin. During the report the patient mentioned that she could see a tiny bit of the sensor wire from the hole on the top of the sensor. At the time of the report the skin was still red but otherwise fine. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.